Manufacturer narrative:
MDR 1020379-2017-00068 is associated with argus case de2017gsk136599, corega tabs. Corega tabs is marketed as polident in the us.

Event description:
Subject drank dissolved tablet [accidental device ingestion]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega tabs) tablet for drug use for unknown indication. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. . Additional information: inadvertently the subject drunk the dissolved corega tabs (unspecified formulation).